Event description:
It was reported; during a procedure when the surgeon was reaming for insertion of retrograde nail, and although using the reamer correctly, the reamer head detached and stayed in the canal. It was also reported this was loaner set. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additional evaluation as well as a review of the device history records (DHR) was performed and the report states the following: no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Further, the fracture face is homogenous which indicates material conformity. Based on the findings as well as the visual inspection of the device, and although no manufacturing non-conformances were found, it was reasonably suggested that the cause for the malfunction was due to mechanical overload. There were visible stress marks at the shaft as well.